Event description:
A report was received that the patient experienced a loss of stimulation due to their lead exhibiting high impedances. The patient underwent a lead replacement procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2316-50, sn (B)(4). The returned lead was analyzed and the complaint was confirmed. All cables were fractured at the bent/kinked section of the lead body at the clik anchor site. Fracture location is 1 cm from the clik anchor set screw mark. Additionally, visual (microscope) and x-ray inspection of the lead was clean cut, and the proximal end was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced a loss of stimulation due to their lead exhibiting high impedances. The patient underwent a lead replacement procedure. The patient was doing well post-operatively.